Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced a mild hematoma around the device. It was noted the device is slightly dislocated (origin unknown). The device remains in use. The patient is enrolled in the (B)(6) postmarket clinical study. No patient complications have been reported as a result of this event.